Manufacturer narrative:
Medtronic received the following information from the journal article entitled: treatment of visceral transplant pseudoaneurysms using physician-modified fenestrated stent grafts: initial experience. Sebastian mafeld, jennifer a. Logue, steven masson, rohanthakkar, aimen amer, colin wilson, gorab sen, derek manas, steven white and robin williams cardiovasc intervent radiol 2019 42 (6) https://doi.org/10.1007/s00270-019-02168-y. Date of event: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician modified endurant stent graft cuff was implanted in a patient the treatment of a liver transplant pseudoaneurysm on an unknown date. A 7mm fenestration was created in the stent graft and a non-mdt (v12 atrium) covered stent was deployed through the fenestration and flared to 10mm. It was reported that one month post the procedure pseudoaneurysm expansion was observed with a presumed type iiia endoleak, as a result of migration of the covered stent. A further non-mdt (v12 atrium) covered stent was implanted and flared to 12mm. A CT at weeks confirmed the pseudoaneurysm was excluded and ultrasound at six weeks showed preserved arterial flow to the liver.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.